Event description:
Per the edwards lifesciences field clinical specialist report, during a transapical tavr procedure post deployment the 23mm sapien valve had central aortic insufficiency (cai) and a 2nd valve was deployed. Case summary: bav was done with the 20x3 edwards balloon, and 23mm valve was prepped. The valve was inserted and positioned. It was implanted with rapid pacing into a 50:50 position, initial tee showed mild cai and moderate paravalvular leak (pvl). An angio was done with the wire removed and showed more severe ai than echo, the valve was then re-crossed and post dilated with no additional volume added to the system. Tee showed worsen cai and it was decided a 2nd valve was required. A 2nd 23mm sapien valve was prepped and placed within the 1st. Tee showed trace pvl. The apical sheath was removed and the patient was transferred in stable condition to the unit for post-op management.

Manufacturer narrative:
Cine and tee images of the procedure were provided to edwards by the facility for internal review. The images were reviewed by an edwards¿s physician and the following observations were made: cine severe aortic valve and aortic root calcification, no porcelain aorta, mild-moderate mitral annulus calcification (mac). Sapien valve positioned 50:50 with good coaxial alignment. During deployment the valve initially moves a millimeter aortic. Ventilation held. Although there appears to be loss of pacing capture towards the end of deployment, the deployment balloon already appears to be significantly deflated. Accordingly, this probably had little to do with valve movement. Post deployment aortogram demonstrates ar. The image intensifier angle (iia) is poor. Post dilatation was performed. Valve in valve positioned one millimeter aortic to the 1st sapien. Deployment was unremarkable. Tee on tee long axis view post valve deployment demonstrates severe central and mild paravalvular aortic insufficiency. The position of the sapien valve does not appear to be significantly ventricular with the ventricular aspect of the valve at the level of the hinge point of the anterior leaflet of the mitral valve. The functional non coronary cusp of the sapien valve appears to be moving normally, however, the rcc does not appears to be functioning normally. There is a possibility of native leaflet overhang over the rcc. This may be the possible cause of the non functioning leaflet. Impressions: sapien valve positioned slightly ventricular, however, with presence of native leaflet overhang of the rcc sufficient to cause severe transvalvular ar. Per the instructions for use (IFU), ventricular malposition with central regurgitation is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment a technical summary was created to document the results of testing performed by edwards to study low sapien thv deployment with resulting aortic regurgitation. This clinical event was investigated by examining clinical imaging video which led to an identification of native leaflet overhang over the thv implant. This condition was simulated on the bench to examine the variables that would prevent one or more leaflets from closing during diastole. Based on the analysis of the video and subsequent in vitro testing, it is evident that low placement can lead to native leaflet overhang. However, the overhanging leaflet must be fairly mobile (not heavily calcified) and the position of the overhang relative to the leaflet and commissures may also be important in causing regurgitation. This may explain why low placement can occur without regurgitation. In this case, an internal review of the procedure images confirmed the reported complaint. According to the observations, the sapien valve was positioned slightly ventricular, and native leaflet overhang of the rcc may have been sufficient to cause severe transvalvular ar. This supports a conclusion that the event was likely caused by the mechanism explained in the technical summary mentioned above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.